Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Changing your pod chapter 3 / page 24 warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17

Event description:
It was reported that while patient was wearing a pod between 4 and 24 hours, she experienced hyperglycemia (blood glucose levels up to 430 mg/dl). These blood sugars were tested while she was at a routine doctor's appointment; as treatment, patient was given a dose of insulin and replaced the pod.